Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60 indicating that there was physical damage to the oxygen (o2) transport manifold. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device and stand were taken out of service. The biomedical engineer (bme) called technical support to report that there was physical damage to the oxygen (o2) transport manifold. The remote service engineer (rse) provided the bme with the part number of the o2 manifold/transport kit for repair. Per the good faith effort (gfe) response received on january 22, 2026, the bme stated that the replacement o2 manifold was received. Multiple attempts have been made to try to obtain further case information regarding the issue and repair; however, no response was received from the bme, and the malfunction could not be confirmed. It is therefore unknown what the outcome of the reported issue was, and no further information could be obtained. The investigation concludes that no further action is required at this time. This file is closed and can be reopened if new information becomes available.